Event description:
A bd 3ml pre-filled ns syringe with a manufacturers defect. Ref#(B)(4), lot# 3129130, exp 4-2016. Syringe would not screw on correctly.the flush was noted to be malformed and wouldn't connect to the IV. Surgical material coordinator was notified. No harm came to a patient. Was notified and he will be contacting the supplier.a quality investigation was requested from the manufacturer.